Event description:
It was reported that a user experienced high blood glucose after consuming a very carbohydrate-heavy meal without a meal announcement while using the ilet, with continuous glucose monitor (cgm) reading 388 mg/dl and confirmatory fingerstick 373 mg/dl; glucose began trending downward after a recent supply change and education was provided on carbohydrate absorption and insulin action. Symptoms included hyperglycemia peaking at 401 mg/dl. Outcomes included no hospitalization and no medical intervention beyond education and follow-up, with glucose declining and no further assistance needed. Investigation included user interview, review of usage and event details, and troubleshooting education. Investigation of this case revealed that the hyperglycemia was associated with missed meal announcement following a high-carbohydrate intake, with no evidence of device malfunction. It was concluded that the event was due to use-related factors consistent with missed meal announcement, and the device functioned as intended.